Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during implantation attempt, a small piece detached from the header of the subject pacemaker. The physician decided to replace the pacemaker.

Event description:
Reportedly, during implantation attempt, a small piece detached from the header of the subject pacemaker. The physician decided to replace the pacemaker.

Manufacturer narrative:
Preliminary analysis of the returned unit confirmed that two silicone balls were detached from the header pins. Analysis confirmed that the connection system conformed to established specifications. D3 (email address) and g1 (first name, last name, email address, telephone number) corrected.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during implantation attempt, a small piece detached from the header of the subject pacemaker. The physician decided to replace the pacemaker.